Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that after unpacking the intraocular lens (iol), the physician found the lens was contaminated. The reported contamination was described as a dried yellow substance, the source was unknown. Further, the physician reported that the outer packaging was sealed; however, the inner packaging, containing the actual lens, was not sealed. The lens did not have any contact with the patient. Another lens, the same model and size was implanted successfully. No patient injury was reported. No further information was provided.

Manufacturer narrative:
The name of the doctor is unknown. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A visual inspection by our manufacturing site revealed that the lens was received loose in the bottom of the folding carton along with packaging components. The lens was inspected at 10x microscope magnification and revealed that the lens was received with one (1) broken haptic and the appearance of ophthalmic viscosurgical device (ovd) and blood contamination on the lens surfaces. The presence of ovd and blood contamination was consistent with a lens that had been used such as implanted and explanted. A review of the manufacturing records indicated that all process operations were in compliance. All tests results showed a pass condition and no deviations or non-conformances (ncr) related to the customer's complaint were identified. The sterilization records indicated that the cycle had no deviations that could affect the sterility assurance levels. No non-conformances were reported. The product was processed according to procedure requirements. The iol acrylic process room is controlled to avoid possible transfer of contamination. No deviations were reported and no debris or contamination issues were reported when this production order was manufactured. The manufacturing record and related documents showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.